Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report (2009) was received. It was noted that the device was not explanted, therefore, not available for evaluation; however, no other information regarding the cause of death could be learned. A device history record review is in process. Device not returned.

Event description:
It was reported that the patient has expired after implant duration of approximately 0.1 months, due to unknown reasons. It is unknown if the death was device related.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.